Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6) 2009 indicated no evidence of malfunction of the receiver stimulator with multiple electrode anomalies. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the intraocular lens was explanted, due to the patient's unexpected post operative refraction. The replacement lens was implanted in the sulcus without complication.

Manufacturer narrative:
(B) (4)